Event description:
It was reported the patient presented to the emergency room after receiving 10 shocks. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) had delivered the shocks inappropriately for sinus tachycardia. Programming changes were implemented. The patient was stable and discharged from the hospital.